Manufacturer narrative:
Additional information was received on april 18th, 2023, stating that no anomaly was found with the usb port and the pump was able to be charged. The pump was in working condition and charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in a "bad connection" with the usb port. The customer's blood glucose level was 100 mg/dl. No additional information was provided.